Event description:
See manufacturer #6000032-2009-02866. It was originally reported that the patient experienced swelling of her lower extremities after turning on her stimulation. The patient turned her device off and the swelling was still present two weeks later. It was noted that the patient has had her stimulation turned off for a few years before turning it back on. The company representative confirmed that the patient was not able to tell if the device was on or off, so she was re-educated on it. All the impedance measurements were within normal range. Stimulation was achieved in the desired areas of the lower extremities. No surgical intervention has been scheduled. The patient has contributed cellulites in her lower extremities and trunk. She was admitted to the hospital for additional testing.